Event description:
It was reported that the wire in the catheter was snaking. Initially, the patient was admitted to the hospital around 2:00 a.m. On (B)(6) 2022. Since then, the patient's urine volume had been unstable, fluctuating between 20 ml/hour and 200 ml/hour. At 10:30 a.m. On (B)(6) 2022, an echo showed that a large amount of urine was stored in the bladder. Customer stated that the catheter might be the cause of the unstable urine volume. After replacing the foley, a large amount of urine was discharged. The cause was unknown, but the white wire of foley catheter was snaking. When the user pulled, it became close to its original shape. The cause of this was unknown, but it might not have been this way from the beginning, as urine seemed to flow until halfway through. The patient was a person with a loss of spontaneity, so it was highly unlikely that they pulled it out by themselves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the attached photo sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. A potential root cause for this failure could be short shaft/long thermistor. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter" the actual/suspected device was evaluated.

Event description:
It was reported that the wire in the catheter was snaking. Initially, the patient was admitted to the hospital around 2:00 a.m. On (B)(6) 2022 since then, the patient's urine volume had been unstable, fluctuating between 20 ml/hour and 200 ml/hour. At 10:30 a.m. On (B)(6) 2022, an echo showed that a large amount of urine was stored in the bladder. Customer stated that the catheter might be the cause of the unstable urine volume. After replacing the foley, a large amount of urine was discharged. The cause was unknown, but the white wire of foley catheter was snaking. When the user pulled, it became close to its original shape. The cause of this was unknown, but it might not have been this way from the beginning, as urine seemed to flow until halfway through. The patient was a person with a loss of spontaneity, so it was highly unlikely that they pulled it out by themselves.